Event description:
During the procedure, the physician advanced this coil into a very torotous superior mesenteric artery (sma). The physcian realized that the coil was not the correct size. During withdrawal, resistance was met and the coil and delivery wire separated. The coil was successfully removed. There was no reported clinical consequence to the patient.

Event description:
During the procedure, the physician advanced this coil into a very tortuous superior mesenteric artery (sma). The physician realized that the coil was not the correct size. During withdrawal, resistance was met and the coil and delivery wire separated. The coil was successfully removed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The unit was returned with the coil separated from the pusherwire. The coil was jammed and protruding from the distal end of the introducer sheath. The coil was jammed as a result of dried blood. The pusherwire was inspected and was kinked 8.3 cm from the distal end. Microscopic analysis revealed that the coil was extensively stretched. The following are included in the directions for use (dfu): continuous flush setup: "to achieve optimal performance of the matrix2 detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of an appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip infusion and guiding catheters, and c) the 2-tip infusion catheter and boston scientific guidewires and matrix2 delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the matrix2 detachment zone." Required additional items: "boston scientific ptfe-lined infusion catheter with 2-tip markers with a minimum inner lumen diameter of 0.4064 mm (0.016 in) and a maximum of 0.4826 mm (0.019 in)." The microcatheter used in the procedure has an inner diameter of 533 mm (0.021 in) and was not compatible with the subject coil. Additional information also state that intermittent flush was maintained opposed to continuous flush. The coil was extensively stretched to such an extent that it would have resulted in the coil separating from the pusherwire. This can be attributed to excess force applied to the unit while trying to withdraw it from the catheter. As the anatomy was very tortuous and hardened by arteriosclerosis this may also have contributed to the event. Although there are anatomical factors that could have contributed to the reported event, the investigation determined that the most probable cause is use/user error due to the lack of continuous flush and the use of an incompatible microcatheter.